Event description:
Customer reports to have physical damage of insulin pump. Customer reports that display screen has a crack, is hazy with a black circle and is hard to read. Customer states damage was due to falling due to low blood glucose of 40 mg/dl. Customer states that due to attempts in treating low blood glucose, blood glucose went high in the 400 mg/dl. Customer reports of hearing the motor and a clicking noise. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.